Manufacturer narrative:
On november 4, 2020, mentor became aware that the date of replacement surgery was (B)(6) 2020. Hence, following fields have been updated on this form: field d7 explantation date has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that report submission due date under the previous follow up number 1 report was incorrectly reported as (B)(6) 2020. It should have been (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2021, mentor became aware that the new date of surgery is (B)(6) 2021. Hence, field d6b is (B)(6) 2021. Reason for device explant and/or reoperation: right rupture after a side by side accident. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex hpg, 425cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received (lot-6634005). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with 425 cc mentor memorygel breast implant on (B)(6) 2013. The patient experienced right side breast implant rupture after a side by side accident postoperatively. The rupture was confirmed via MRI on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.